Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness, headache, nausea, and vomiting. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness, headache, nausea, and vomiting. The device was returned to the manufacture service center for further evaluation. During the evaluation of the device at the manufacture service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed and there was no error code found. The manufacturer concludes that no evidence of foam degradation. Box d: device serviced by 3rdp? Device avail. For eval? Date returned is updated. Box h was updated in this report.